Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 5725 ml during drain 1 of the treatment. This drain volume is 273% the patient's prescribed fill volume of 2096 ml. As a result of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler and revert the patient to an alternate treatment plan. A replacement cycler was issued. Upon follow up with the pdrn, it was confirmed that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer. During the external visual inspection it was noted the pump door catch posts were rotated slightly clockwise. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.